Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away near the base of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw was cracked and slightly whitish in color indicating burn of device. Slight evidence of cracked silicone was observed on the cold jaw. No detachment of silicone was observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU cv000006799) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire" and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had finished dissecting the vein and was preparing to seal and cut the branches. They had the hemopro device in the cannula and had inserted the cannula into the tunnel before realizing that they had not plugged the cord into the device. As soon as they plugged the cord in, it began to activate and smoke. The jaws proceeded to turn orange before they realized what had happened. Once they saw the self-activation, she removed the hemopro from the leg and unplugged it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they had finished dissecting the vein and was preparing to seal and cut the branches. They had the hemopro device in the cannula and had inserted the cannula into the tunnel before realizing that they had not plugged the cord into the device. As soon as they plugged the cord in, it began to activate and smoke. The jaws proceeded to turn orange before they realized what had happened. Once they saw the self-activation, she removed the hemopro from the leg and unplugged it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.